Event description:
It was reported that the patient experienced elevated blood glucose levels.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient received result of 84 mg/dl on the inform system and 43 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.